Manufacturer narrative:
The device history records for the hdf-3500 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the (B)(6) 2019. Upon receipt the device could not be powered on, as per the reported fault. A crimping issue was observed on the +ve battery cable, which connects the pad-pak battery to the hdf-3500. This had resulted in an intermittent connection and therefore the inability to power on the device. The device was subject to out qat testing at heartsine on the (B)(6) 2019. During this testing, the device issued the full shock therapy sequence and no fault was found on the unit. The intermittent nature of the fault would indicate that the conductor within the cable had been making contact adequate contact with the crimp at this time. The issue will be further investigated under nc (B)(4). It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Device will not switch on. There was no patient involved in this event.